Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on an unknown date. It was reported that during the procedure, the device experienced functional issues. Specifically, there was no band release, or two bands deployed simultaneously. The physician reported feeling the band deploy and hearing a click; however, these outcomes were observed. The procedure was completed using an alternate device. There were no patient complications reported as a result of this event.